Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that a minimum fill notification occurred after filling 300 units of insulin. Reportedly, the customer had not fully loaded the cartridge all the way until it clicked into place. The customer's blood glucose level was 235 mg/dl. Customer clicked the cartridge into place and was able to successfully resume insulin delivery.